Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported the patient missed their pump refill appointment. The patient was at the hospital and the hospital physician interrogated the patient¿s pump and had calculated that the patient¿s pump was likely empty earlier this month. The hospital physician was considering managing the patient¿s pump but was not certain at the time of the call. It was recommended filling the pump with saline and programming the pump to minimum rate mode until the physician decided to manage the patient¿s pump or not. No patient symptoms, interventions, drug or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received. A follow-up report will be sent.